Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation).prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis perioperatively, most of which probably occurs intraoperatively. Besides the patient's own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever nonconformances in the sterility or packaging processes, they would most likely manifest in the early postoperative period. A definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards implant patient registry received information that a 25 mm mitral valve was explanted after an implant duration of two months, nine days, due to severe mitral regurgitation and paravalvular leak, secondary to endocarditis. The patient was re-admitted to the hospital on post operative day 16 and found to have a pe. While being treated, subarachnoid hemorrhage was discovered. The patient was later extubated and placed on IV antibiotics for (B)(6) with an unclear source of infection. The mitral valve was noted to have areas of dehiscence at approximately 10 and 11 o'clock on the annulus as well as around 5 o'clock on the annulus. The explanted device was replaced with a 29 mm mitral valve.

Manufacturer narrative:
Reference CAPA-20-00141.